Manufacturer narrative:
No death or serious injury were reported due to the malfunction and an additional vial of lava was used to treat the patient. Sirtex learned that the customer attempted to invert the vial so the lava would drain down the side of the vial to pool at the top to draw out all the product. Though there was no death or serious injury in this event, a MDR has been filed out of an abundance of caution, due to the potential for death or serious injury of uncontrolled hemorrhage if the malfunction caused the patient to not be treated or for the delay in procedure. Batch record review showed the device was manufactured to released specifications and had passing quality test results. Sirtex has confirmed that the device will not be returned for further investigation.

Event description:
The customer was only able to draw 1.6 ml of the lava-18, 2 ml vial. An additional lava vial was needed to complete the procedure. No adverse event occurred to the patient.